Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital's critical care unit. The customer was hospitalized on (B)(6) 2018 with a blood glucose exceeding 600 mg/dl at the time of admission. The cause of death was unknown. The caller stated that the customer had bronchitis that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death; the device was removed from the customer since medical personnel was managing their blood glucose values. The insulin pump had been disconnected for approximately 1 day prior to passing. The customer was using sensors. The caller had donated the insulin pump; the device will not be returned for analysis. Unomed set. Frn-unk-rsvr. Ozp-mmt-7020-snsr.